Event description:
It was reported that the burr became stuck on the rotowire. A 1.500 mm rotapro and a rotawire were selected for the percutaneous coronary intervention (pci). The rotational speed was set to 160,000 rpm, and the maximum observed speed was also 160,000 rpm. During use, the device stalled and burr became stuck on the rotowire while inside the patient. The entire system was successfully removed; however, once outside the body, the rotawire could not be withdrawn from the rotapro. This prolonged the procedure. The procedure was completed without performing rotablation. No patient complications occurred, and the patient made a full recovery.

Manufacturer narrative:
Device technical analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed on the device. Device history review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the rotapro device confirmed that the event of burr stuck on guidewire is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of adverse event related to procedure. The reported event indicated that during use inside the body, the device stalled and became stuck on the wire resulting in a prolonged procedure. The device was not returned for analysis. A review of the device history record [DHR] indicates that the device was manufactured per specification. The instructions for use include testing of the device before usage within the body and state that use of the device is to be discontinued if evidence of a failure or damage is present. As the reported events do not indicate any device damages or failures during unpackaging, preparation, or testing, it was considered likely that the reported events and resulting procedural delays occurred due to factors encountered during the procedure.

Event description:
It was reported that the burr became stuck on the rotowire. A 1.50 mm rotapro and a rotawire were selected for the percutaneous coronary intervention (pci). The rotational speed was set to 160,000 rpm, and the maximum observed speed was also 160,000 rpm. During use, the device stalled and burr became stuck on the rotowire while inside the patient. The entire system was successfully removed, however, once outside the body, the rotawire could not be withdrawn from the rotapro. This prolonged the procedure. The procedure was completed without performing rotablation. No patient complications occurred, and the patient made a full recovery.